Manufacturer narrative:
Results codes: the component codes fiber and cap refer to the result codes thermal problem. Reference mfrs# 2937094-2013-00369, 2937094-2013-00370 and 2937094-2013-00372.

Event description:
It was reported that five fibers were used in a procedure. The first fiber tip broke off at 173.000 joules. The second fiber's laser beam went straight after 70.000 joules. The third fiber tip melted at 212.000 joules. The fourth fiber's laser beam went straight after 50.000 joules. The fifth fiber tip broke off at +-100.000 joules. Unk how case was completed. There was "no injury to pt". This report is fo the third fiber.